Event description:
Device 1 of 2. Reference MFR report# 1627487-2010-04667. It was reported programming could not capture a higher pain area. An x-ray was performed on (B)(6) 2011, confirming the pt's leads had migrated. F/u found the physician plans to do surgical intervention, but the procedure was not scheduled at the time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.